Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 426 mg/dl. The customer did experience symptoms of high blood glucose value such as abdominal pain. The customer treated for high blood glucose with manual injection. The customer was reported that the insulin pump was not on auto mode. The customer was advised to go to hospital. The insulin pump will not be returned for analysis.